Event description:
While attempting to defibrillate a patient the device discharged successfully at 120 joules. However on the second attempt to discharge the device displayed an "unknown fault code" and failed to discharge. The device reportedly was able to provide additional discharges. Complainant indicated that the patient subsequently expired.